Manufacturer narrative:
Continuation of d10: product ID a810, lot# serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: unknown, UDI#:unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). The initial reporter information was provided. The physician tablet used at the time of the event was serial number (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog lot# / serial# unknown, software version: unknown product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, ubd: unknown, UDI#:unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 500mcg/ml at an unknown dose rate via an implantable pump. It was reported that under-dosage occurred.  Factors that led or contributed to the issue was medical error.  It was further indicated that they changed the concent ration without changing product in the pump from 500 mcg/ml to 1000 mcg/ml.  Actions taken to resolve the issue included changing from 1000 mcg/ml baclofen to 500 mcg/ml baclofen.  The issue was resolved as of 2024-jun-21.  The patient was without injury regarding their status as of (B)(6)2024.  The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown software version: 1.1.413 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The clinician programmer synchromed software application version being used at the time of the event was version 1.1.413.